Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display showed several darkened areas. The display issue for this meter was confirmed. In this state, the display cannot be operated and no measurements can be carried out. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with the coaguchek vantus meter, which could cause misinterpretation of results. The reporter mentioned the main screen's top lines were not there. Also, the settings option, the other option, letters and numbers were all backwards. The reporter was advised to perform a display check. The customer performed a display check: on the first screen, a strip of blue and gray was on top of the screen. The colors pink and green were on the bottom of the screen. On the second screen, a black line was on top of a blue strip, and then a gray color. The colors pink and green were on the bottom of the screen. On the third screen, purple was on top of the screen with a blue strip. The colors green, black, and white were on the bottom half of the screen. On the fourth screen, a white line was added to the top of the screen and results look the same. No misinterpretation of results were reported.